Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker right knee. Additional information has been requested and if received will be provided in a supplemental report. Device implanted.

Event description:
It was reported that the patient states that she has never felt right after her surgery. She is still in pain.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving a triathlon patella was reported. The event was not confirmed. The devices remain implanted. Device history review: all devices accepted into final stock met specification. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review. Further information such pre- and post-operative x-rays, patient history and follow-up notes are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. The following new product was added to the complaint after the initial medwatch was submitted. Cat # 5520-b-400 lot # s8kff description: triathlon cr fem comp #5 l-cem; cat # 5510-f-502 lot # s7ndp description: triathlon cr fem comp #5 r-cem; cat # 5530-g-409 lot # mldhy2 description: triathlon cr x3 tibial insert; cat # 6197-9-010 lot # mct026 description: simplex p - us tobra fd 10-pk.

Event description:
It was reported that the patient states that she has never felt right after her surgery. She is still in pain.